Event description:
The manufacturer received information alleging that a patient experienced an acute change in condition while using a trilogy evo ventilator and that the 'low minute ventilation' patient setting alarm occurred. In order to determine if there is an issue with the device or if the issue occurred due to a decrease in ventilation, an inspection of the device is being requested. The ventilation volume data, leak data, alarm history, and records of the mute button activation between 06:00 and 07:00 on (B)(6) 2026 are being requested. Medical intervention occurred. The timeline of events is as follows - 03:20 repositioned to the left lateral position, 05:15 repositioned to the right lateral position, 06:08 body temperature 37.1c, hr 112, rr 23, spo2 94 percent, 06:15 endotracheal suctioning performed, 06:30 repositioned to the left lateral position, 06:35 spo2 decreased to 33 percent, manual ventilation performed for a while, followed by reattachment of the ventilator, 06:45 poor facial coloration and difficulty in palpating the carotid pulse, manual ventilation initiated via the cannula, 06:53 manual ventilation via the cannula continued; on-call physician contacted and assessed the patient, 06:56 code blue, chest compressions started, 07:08 manual ventilation performed using an oronasal mask, 07:15 transferred to the picu, 07:20 return of spontaneous circulation achieved. This notification was reviewed by the pmc clinical expert in response to an adverse event occurring on (B)(6) 2026. The clinical assessment states "it was reported that the 'low minute ventilation' alarm continued to sound, and the patient experienced an acute change in condition. A timeline of events was documented (that is stated above). The medical intervention provided was device replacement. The patient showed clinical improvement on (B)(6) 2026. The me stated "it is highly likely that the cause was patient related." Currently, there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). The sales rep notes the device settings as mode: simv-pc, inspiratory pressure: 10 hpa, respiratory rate: 15 breaths/min, inspiratory time: 1.0 s, peep: 8 hpa, pressure support (ps): 8 hpa, rise time: 3, trigger type: auto-trak, circuit disconnect alarm: 5 seconds, there was no oxygen in use. A log analysis was conducted by the pmsce. Multiple low minute ventilation and circuit disconnect alarms occurred during the time of the event, which is congruent with the sequence of events provided. The device alarms as intended and there were no abnormalities noted. Based upon the information provided and currently available, the device did not cause or contribute to a serious injury or death." The device returned to the manufacturer for an initial evaluation. The service technician notes that an operation inspection, event log investigation, and pneumatic testing was performed. During an operational inspection, the relevant alarm and abnormal operations were not confirmed. The 'low minute ventilation' and 'circuit disconnect' alarms were observed in the error log, but there were no errors indicating abnormalities of the device. There were no malfunctions or abnormalities observed with the device. It is determined that there are no problems with the device. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. The evaluation is still on-going. The device will be sent to the product investigation lab (pil) for further testing. A supplemental report will be submitted when the manufacturer's investigation is complete.